Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the device could not be interrogated by wand telemetry. It was advised to contact local abbott's representative for additional troubleshooting. Further information was requested and not available yet.